Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported during the course of the normal surgical case, the trocars 512s were traded out due to torn gaskets and subsequent pnuemo loss. There was no consequence to the pt.